Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
A customer reported via phone call indicating that they were hospitalized in january of 2015 with a blood glucose level of 410 mg/dl. The customer felt symptoms of vomiting and felt that their insulin pump was not working properly. The customer was off the insulin pump less than 48 hours at the hospital. The customer was treated for their blood glucose with a bolus. The customer was assisted with troubleshooting the insulin pump but the issue was not resolved. The customer sent the device back for analysis.

Manufacturer narrative:
The pump passed the delivery accuracy test.